Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; cause was unknown, however the customer was reportedly using fiasp insulin, which is not in accordance with tandem labeling. Bg was addressed via an alternate form of insulin. The customer declined to provide additional information regarding the issue.